Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterilization certification confirms devices were sterilized in accordance with iso 11137-2. There are warnings in the package insert that state that this type of event can occur: "early or late postoperative, infection, and allergic reaction." Evaluation of the returned component found deformation which is the result of the femoral component articulating on the posterior edge. The load applied over the small surface area resulted in the loss of polyethylene observed. (B)(4).

Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6), 2006. Subsequently, the surgeon performed an irrigation and debridement procedure on (B)(6), 2011. The tibial bearing was removed and replaced during the procedure.